Manufacturer narrative:
Evaluation summary: no physical damage was found on the customer's pump; all keypad buttons and labels were in good operational condition. Evidence of the customer's reported problem (multiple upstream occlusion alarms) were identified on the pump's event log. The pump's upstream occlusion sensor passed the occlusion test with no problems identified and the pump was able to infuse with no issues upon simulation use testing. Based on these investigation results, the customer's reported problem could not be repeated and as such the upstream occlusion sensor was replaced as a preventative measure.

Event description:
User facility requested repair of an ambulatory infusion pump due to "constant upstream occlusion alarm". No patient details were provided.